Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons on the insulin pump were not working and stuck. The customer's blood glucose was unknown at the time of incident. The customer also reported that she was not able to do bolus due to the keypad anomaly. The customer stated that the esc and act were not working. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.